Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the device was fired by a novice doctor. What is the current patient status: the patient is stable and monitored. And the sales rep reported the additional information: 1600ml ml blood infusion was performed. Hospitalization is extended.

Event description:
It was reported that during a lap low anterior resection, bleeding occurred from the anastomosed site after firing on the rectum. When a leak test was performed after stopping the bleeding, the anastomosis site came off. Then, it was found that all deployed staples were unformed. Eventually, a purse-string suture was performed and the rectum was anastomosed again with another like device. A covering stoma was created to complete the case.

Manufacturer narrative:
(B)(4). Batch # n53h5k. The analysis results found that the cdh29a device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Photographic analysis: the photos provided shows a cdh29a device with the anvil and a washer detached from the device; another photo shows a closer look at the washer, the washer seems to be uncut and indented. This condition of the washer could be due to the fact that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. No malformed staples are showed on the pictures provided. Based on the picture along no conclusion could be reached on how the reported event occurred.